Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4 and a dilated left atrium. A steerable guide catheter (sgc) was inserted and after the dilator and guidewire were removed, a leak was observed in the valve. Therefore, the sgc was removed, and the procedure was discontinued. Mr remained at a grade of 3-4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause of the reported leak / splash (loss of fluid column during procedure) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.